Manufacturer narrative:
Concomitant medical products: 407658, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency room(ER) feeling dizzy and lightheaded, and were diagnosed with bradycardia. Upon interrogation, it was noticed that the implantable pulse generator (ipg) had pacing problem as there was no capture. The right ventricular (rv) lead was found to have high undefined impedance, no capture, undersensing and no sensing. The right atrial (ra) lead also exhibited undersensing, no sensing and no capture. The ipg was explanted and replaced. And both the leads were capped and replaced. No further patient complications have been reported as a result of this event.